Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not ready. Upon functional testing, the fse found that the issues with the xray tube. The fse performed readaptation of xray tube. After readaptation of xray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system reported 'x-ray not ready.' There was no report of harm. Philips has started an investigation of this complaint.